Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. The patient was in nyha functional class IV, had a very poor quality of life due to severe dyspnea with minimal exertion. Due to multiple comorbidities patient was poly-medicated. Patient was comfortable at rest and without mental decline. A xtw was chosen for implantation. During functional testing within the patient, the clip opened. Troubleshooting was performed but did not resolve the issue. The clip was removed and replaced with another xtw. During preparation of this second xtw, a gripper was not lowering properly and there was difficulty inserting the clip into the introducer. This clip was replaced and a xt clip was then implanted with difficulty grasping. Mr remained moderate, so an additional ntw clip was then chosen for implantation. When attempting to deploy, release failure occurred. Troubleshooting was performed and was successful however, after release the clip fully detached from the leaflets and embolized to the left ventricle, lodging in the posterior chordae. The clip then moved into the aorta. There was no blockage of blood flow. Post procedure, the patient was stable but on vaspressors due to new onset hypotension. On (B)(6) 2025 emergent intervention was performed to retrieve the clip. The clip was snared then cut down at femoral to fully remove. Coming from surgery, as soon as the patient reached the ICU defibrillation was needed due to cardiac arrest and the patient remained unstable ever since. The patient died on (B)(6) 2025. Although the cause of death listed is cardiogenic shock most likely due to prolonged extracorporeal circulation pump during surgery, the cause was most likely multifactorial. Patient had multiple comorbidities that in conjunction with cardiogenic shock led to the patient¿s demise. In the physician's opinion, the death was due to the surgical procedure and comorbidities.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation. A xtw was chosen for implantation. During functional testing within the patient, the clip opened. Troubleshooting was performed but did not resolve the issue. The clip was removed and replaced with another xtw. During preparation of this second xtw, a gripper were not lowering properly and there was difficulty inserting the clip into the introducer. A xt clip was then implanted with difficulty grasping. Mr remained moderate, so an additional ntw clip was then chosen for implantation. When attempting to deploy, release failure occurred. Troubleshooting was performed and was successful however, after release the clip fully detached from the leaflets and embolized to the left ventricle, lodging in the posterior chordae. The clip then moved into the aorta. There was no blockage of blood flow however, emergent intervention was performed to retrieve the clip. The clip was snared then cut down at femoral to fully remove. On an unknown date the patient was reported to have died in the critical care unit.